Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that partially used 100 ml flow stop cadd cassette with 36.9 ml left in it was running fine, then started beeping and alarmed -no disposable-. Cassette lot number 4220003, expiration date 2026-11-24. Troubleshooting didn't resolve alarm with pump 370324 and it alarmed on pump 362270. Cassette worked on pump 337937. No patient injury was reported.